Event description:
It was reported per field service report: corrective maintenance symptom: front end error. Black screen, still pumping, "happened after a days use's - accrued (2) and cleared."

Manufacturer narrative:
Findings/action taken: could not reproduce problem. Ran pump 1 hour. Replaced front end printed circuit board. Checked all cabling. No 5 lead cable with pump "most likely left on replacement pump", but the 3 lead will not work with autocat2 wave pump. Performed functional check. Performed electrical safety - passed. Follow-up report will be filed if additional information becomes available.